Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent an abdominal surgery for a pericolostomy hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2015 - the patient presented to the hospital with complaints of severe abdominal pain. The patient was found to have a hernia mesh infection and drainage from the site. The patient underwent surgery for removal of his mesh, during the procedure dense adhesions beneath the mesh were noted. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ostomy site dehiscence with incarcerated incisional hernia and small bowel obstruction thereby underwent exploratory laparotomy with the implant of composix kugel mesh. Per operative notes, "the bowel incarcerated within old ostomy site was reduced. A piece of composix kugel mesh was placed ptfe side toward the bowel in the abdominal defect which was tacked to hold the mesh in place and sutured". (B)(6) 2015 to (B)(6) 2015 - patient had abdominal/incisional pain. (B)(6) 2015 to (B)(6) 2015 - during visits patient was diagnosed with midline and colostomy site wounds have not fully healed. Noted a mucousy bloody discharge from the ostomy site and the midline site has remined open superiorly. (B)(6) 2015 - patient was diagnosed with infected incisional hernia mesh and underwent repair with removal of mesh. Per operative notes " exposed a large collection of pus surrounding the mesh. There were dense adhesions beneath the mesh in peritoneal cavity. Dissected the mesh and removed intact.¿ attorney alleges that patient had abscess, adhesions, fistula, infection, drainage, mesh rejection, lack of incorporation, anxiety, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to report the additional information. Based on the additional information received, there is no change to the initial determination, no conclusion can be made. Per the medical records review, post implant of the composix kugel mesh, patient had abdominal pain, adhesions, infections, delayed wound healing and underwent repair with removal of mesh. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent an abdominal surgery for a pericolostomy hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2015 - the patient presented to the hospital with complaints of severe abdominal pain. The patient was found to have a hernia mesh infection and drainage from the site. The patient underwent surgery for removal of his mesh, during the procedure dense adhesions beneath the mesh were noted. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.